Manufacturer narrative:
According to the field, this device was disposed of at the hospital and is not expected to be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.